Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, excessive no delivery alarms and battery out limit from the insulin pump. The customer's blood glucose reading was 437 mg/dl. The customer stated that she let her battery died and she lost her settings. The customer stated that she was doing some house work because it was hot and she was jumping in and out of the pool to cool off. The customer stated that she put the pump in her purse. The customer stated that the pump prompted her to rewind. The customer was assisted with the rewind process. The customer was advised to check the alarm history. The customer stated that there was a battery out limit on the (B)(6) and a no delivery on the (B)(6). The customer declined to troubleshoot for battery out limit and no delivery.